Manufacturer narrative:
Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there is no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the av block is unknown but is likely related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Nicolas werner, c. K. (2019). Transcatheter mitral valve implantation (tmvi) using edwards sapien 3 prostheses in patients at very high or prohibitive surgical risk: a single-center experience. Journal of interventional cardiology. This report being submitted is 1 of 2 for this complaint, reference mfg. Report no. 2015691-2020-10896.

Event description:
A (B)(6) study from october 2016 to february 2018 was published in a european medical article: "transcatheter mitral valve implantation (tmvi) using edwards sapien 3 prostheses in patients at very high or prohibitive surgical risk: a single-center experience.¿ seven patients (six women and one man) at high or prohibitive surgical risk underwent tmvi at this site. Three procedures were performed as tmvi in failed mitral valve bioprostheses (tmvi-viv, ¿valve-in-valve¿), one procedure was performed as tmvi in a failed mitral annuloplasty ring (tmvi-r), and three procedures were performed as tmvi in advanced native mitral annular calcification (tmvi-mac). All patients in the underlying population were treated by implantation of the edwards sapien 3 prosthesis. All procedures were performed using an antegrade transseptal approach. In two patients (one tmvi-viv and one tmvi-mac) with a persisting large asd with clinically relevant interatrial shunt in toe follow-up, interventional asd closure was performed in a staged procedure using an amplatzer septal occluder. In a third patient, after tmvi-mac, a relevant asd with an alternating left-right cardiac shunt was seen, and interventional closure was planned. Unfortunately, this patient suffered from hospital-acquired pneumonia with severe sepsis and died 12 days after procedure. Another patient treated by tmvi viv developed a complete atrioventricular block with a need for permanent pacemaker implantation afterwards. This complaint represents the one patient who developed a complete atrioventricular block with a need for permanent pacemaker implantation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.